Event description:
It was reported that the customer went to the emergency room (ER). Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered ito address bg level. In addition, customer was treated with intravenous fluids of saline and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage, customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.